Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the control unit on the electronic pen drive device did not function; and that the controller and motor were defective. It was further determined that the device failed the check with test bench and record results power: 45 to 90 w (watt) and speed: min. 703 to 937 rpm, check function with foot pedal, check function with test hand switch and check function and direction of rotation. It was noted in the service order that the device had an unspecified malfunction while in use with the hand switch device and cable device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.